Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. The system is indicated for use with u-100 humalog or u-100 novolog insulin. To fill the cannula without filling the tubing, from the home screen, tap options, tap down arrow, tap load, tap fill cannula. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 560 mg/dl) and customer was vomiting. Pump supplies were changed multiple times. Correction bolus and manual injections were administered. Pump system check was performed with tandem technical support (cts). Contact reported healthcare provider changed the carbohydrate ratio the day before and the pump time was off by one hour as it was not adjusted for daylight savings. Cts assisted customer with correcting the time. Reportedly, customer did not perform the fill cannula step during the loading process and customer used admelog insulin in the cartridge. Cts educated customer on why the fill cannula step was required and that admelog was not labeled for use with the pump. Upon follow up, customer and healthcare provider alleged pump was not delivering insulin. Customer reverted to using an alternate pump and "all has been good".